Manufacturer narrative:
B7) other relevant history - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics large visisheath dilator sheath, binding spots in the vasculature were encountered; however, progress was made to the distal coil of the lead. Removal of the lead by gentle traction with the lld was unsuccessful; therefore, the laser was quickly activated, freeing the lead. Shortly after extraction, the patient¿s blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including sternotomy. An rv perforation was discovered and repaired. The patient survived the procedure. This report captures the lld ez providing traction within the rv lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.